Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the collapsible jaws stuck and collapsible jaws broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is meant by collapsible jaws stuck? Does this mean the device jammed? Or does this mean the device got stuck on tissue? If device got stuck on tissue, was user ever able to remove device and how was device removed from tissue? Collapsible jaws got stuck before firing on to tissue it didn't fire. Jaws broke in both cases when taken outside the abdomen to fire with extra force.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that the device was received with one jaw broken at bifurcation. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by collapsible jaws stuck? Does this mean the device jammed? Or does this mean the device got stuck on tissue? If device got stuck on tissue, was user ever able to remove device and how was device removed from tissue? Please confirm the number of devices that had the issue.